Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: summary: burning smell during ventilation, device switch to ambient mode and shutdown. Troubleshooting unit, detect burnt components on control board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary: burning smell during ventilation, device switch to ambient mode and shutdown. Troubleshooting unit, detect burnt components on control board.